Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient no longer has any hearing sensation with the device. A trauma has been reported; the ear was still red but there was no inflammation or swelling over the implant package. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no more hearing sensation with the device. A trauma has been reported; the ear was still red but there was no inflammation or swelling over the implant package. Re-implantation is planned.